Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 100b watchdog test failed and needs option codes post cpu pcba board replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The re provided option codes per customer request. The customer successfully installed avaps, cflex and ramp options to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.